Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed with a one-link non-dehp y-type microbore catheter extension set. The reporter stated that the device presented blockage and the luer connector did not allow flow. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Under water pressure testing confirmed a blockage at the joint between the female luer lock adapter and the tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.